Manufacturer narrative:
Product was requested to be returned for eval, but has not been received. Note: this submission is based solely on the user facility statement. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if the zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. MFR references file # 2012-06234.

Event description:
Customer reported that the zipper teeth are not aligning correctly on the front side panel. There was no pt incident or injury reported.